Manufacturer narrative:
In previous report in box h, device problem code missed to capture contamination coding in this report it is captured and corrected.

Manufacturer narrative:
In previous initial/final report in report information section complete wrongly given as no in this report it is corrected, in previous initial/final report in box d, device available for evaluation wrongly given as required yes in this report it is corrected, in previous initial/final report in box b, describe event or problem wrongly given as foam but it is no foam in this it is corrected. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was four error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was four error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.

Manufacturer narrative:
Correction in b5 verbiage.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was four error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got corrected.

Manufacturer narrative:
In original report, report information 510k has been captured incorrectly in this report it is corrected.